Manufacturer narrative:
The returned device was sent back to vygon for evaluation, however the lot number was not available. The device evaluation is pending. A follow up MDR will be submitted once the complaint investigation is complete.

Event description:
Tubing came apart at distal end of flow regulator after administering medication. No harm was done to the patient.